Event description:
Customer reported the system is not saving images and a problem with dap. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ips and shortened the power cord. System operates as intended.